Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported no insulin flow when taking injection stated, its happened in the past with different boxes but this is the first time she's had so many in one box consumer does not have the information from previous boxes. Only the one she is reporting today! Stated, she was never told to prime before attempting injection".

Event description:
It was reported that the unspecified bd¿ pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported no insulin flow when taking injection stated, its happened in the past with different boxes but this is the first time she's had so many in one box. Consumer does not have the information from previous boxes. Only the one she is reporting today! Stated, she was never told to prime before attempting injection."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.